Manufacturer narrative:
(B)(4). Concomitant products: 00620203820, shell porous with multi holes 38 mm, 61561536. Report source, foreign ¿ events occurred in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07486.

Event description:
It was reported that the liner could not be fixed into the shell. The surgery was finished with 40mm shell. No adverse events have been reported as a result of the malfunction. No additional information is available.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that the manufacturing site was changed and the MDR will be reported on 0002648920 - 2018 - 00739 . The initial report submitted should be voided.